Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30542616m number, and no internal action related to the complaint was found during the review. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade (CT) requiring pericardiocentesis and prolonged hospitalization. During an ischemic ventricular tachycardia (vt) case, a pericardial effusion was noticed. It was noticed that the catheter had gone outside of the fam shell on the carto 3 system, a pericardial effusion was discovered, and it was confirmed by ultrasound intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and about 1500 cc of fluid was removed. The patient was admitted to the ICU to monitor the pericardiocentesis. The patient was reported to be in stable condition and fully recovered. The patient has a history of myocardial infarction (mi), implantable cardioverter-defibrillators (ICD), and prior ventricular tachycardia (vt) ablation. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that this is procedure related. A smartablate generator was used. Transseptal puncture was performed with an abbott brk needle. Prior to noting the CT, ablation was not performed. There was no evidence of a steam pop. The event occurred during the mapping phase. An irrigated catheter was used in the event and the flow settings were: 2 ml/min. The correct catheter settings were selected on the generator. No error messages were observed on the biosense webster equipment during the procedure. Force visualization features were used were: dashboard and vector. This event was assessed as MDR reportable. It is life threatening; it might result in permanent impairment of a body function or permanent damage to a body structure; or it required medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure.